Event description:
It was reported that the insulin pump had unresponsive buttons. The insulin pump was not dropped or exposed to moisture. No button error alarm was found in the history file. The battery was removed for 2 hours and the buttons became responsive. The insulin pump will be replaced and analyzed. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.